Event description:
It was reported that the patient underwent a lumbar fusion surgery at l4-l5 and l5-s1 and revision decompression of l3-l4, l4-l5 and l5-s1; l5-s1 and l4-l5 placement of interbody device (plif); l5-s1 and l4-l5 interbody arthrodesis using rhbmp-2/acs plus autograft; l3-s1 posterior instrumentation (segmental); l3-s1 posterolateral arthrodesis using a mixture of autograft / allograft / bone marrow aspiration from pedicle and using a competitor fusion cage. Reportedly, sometime post-operatively, the patient experienced radiating bilateral leg pain. The patient also reportedly experienced back pain, the inability to sit or stand for extended periods of time, and bony overgrowth.

Event description:
It was reported that on: (B)(6) 2011: the patient presented with l3-l4 degenerative disk disease and spinal stenosis, l4-l5 degenerative joint disease with spinal stenosis. L5-s1 degenerative joint disease with spinal stenosis, l3-l4/ l4-l5/l5-s1 protruding discs and history of discectomies at these levels. The patient underwent following surgery :revision decompression (central to foraminal) at l3-l4 : revision decompression , central to foraminal, at l5-s1, l5 s1 placement of interbody device ( plif ) l4 l5 placement of interbody device( plif) l5-s1 interbody arthrodesis using bmp-2 plus autograft; l4 l5 interbody arthrodesis using bmp-2 plus autograft ; l3s1 posterior instrumentation (segmental); l3-s1 posterolateral arthrodesis using a mixture of autograft and allograft and bone marrow aspiration from pedicle; emg and ssep monitoring; CT fluoroscopy guidance. As per op-notes ¿¿."after this was performed, the surgeons proceeded to morselized the posterior element of bone that had removed and mixed it with the bmp-2 that had been already prepared on the table , filling the definitive cage to place as a plif for the l5 s1 with the mixture of bmp 2 and autologous bone. The cage was also felt with the bmp-2 and autologous was morselized bone¿.¿

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted and/or used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.